Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (UDI): (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the shell identified gouges on the inner spherical surface from the attempted mating of the liner. The locking ring was jammed, deformed and in a tight constrained position - locking tabs close to each other and not far apart. The locking ring was removed from the groove and was found to be bent and deformed with nicks and scratches. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. UDI # - (B)(4). Concomitant medical products: part: 00631005032, xlpe 10deg poly liner505254x32, lot: 64198254. Report source: (B)(6). Multiple MDR reports were filed for this event; please see associated reports: liner: 0001822565-2019-02305.

Event description:
It was reported that after implanting the cup the surgeon tried to insert the liner and the liner would not seat properly. The surgeon reported that the ringloc had the "wings" that were to close together. The liner was ruined while trying to insert and the surgeon had to remove the cup. The surgery was completed with another cup and liner of the same size. Attempts have been made and no further information has been provided.